Manufacturer narrative:
Analysis confirmed that the preamplifier could not be recognize by patient interface. The preamplifier was received in good cosmetically condition. The pcb remote input had been replaced. The device was successfully tested according to manufacturing specification. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
A customer reported that the device was not working properly and not detecting. It was noted that the event occurred pre-operatively and there was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.